Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref# (B)(4).

Event description:
It was reported that a patient underwent a ventricular ectopy ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered vascular dissection requiring surgical intervention. Towards the end of mapping and ablating on the left ventricle, while starting the waiting period to confirm termination of the ventricular ectopic beats, the patient started complaining of chest pain. A transthoracic echocardiogram was performed with no evidence of pericardial effusion, the patient¿s blood pressure was still within normal values. However, some st changes were noted. An angiogram was performed, and a dissection of the left main coronary artery was confirmed. This complication was treated percutaneously by placing four stents to revascularize the artery and stabilize the patient. The patient was transferred to the intensive care unit (ICU). There¿s no information regarding extended hospitalization or patient¿s outcome. Physician¿s causality opinion is that the adverse event resulted from the maneuverability of the catheter during the case and doesn¿t believe there was a fault with the equipment used. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2018, additional information was reported indicating a 53 year old female patient with a medical history of hypothyroidism, cholecystectomy, breast cancer and implantable cardioverter-defibrillator (ICD) in situ due to cardiac arrest in 2006, underwent a ventricular ectopy ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered vascular dissection and coronary artery stenosis requiring surgical intervention and cardiac tamponade requiring pericardiocentesis. It was later reported that the patient complained about chest pain and desaturation. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardium. Extended hospitalization from (B)(6) 2018 till (B)(6) 2018 was required to stabilize the patient hemodynamically after the percutaneous intervention and pericardiocentesis. Patient¿s outcome is fully recovered and hemodynamically stable to be discharged. Patient will be seen in clinic in 3 months for monitoring purposes. Corresponding fields of this report have been updated. The device was visually inspected, and it was found in good conditions. Magnetic sensor functionality was tested on carto and the catheter was properly visualized with no errors were observed. During the force test, high force was visualized. Accuracy test was performed, and the catheter failed. Failure analysis testing was performed. The catheter was dissected, and the sensor values were found within specifications. With this information, the failure can be attributed to a potential pc board failure. Deflection testing was performed, and it was found within specifications. The catheter was deflecting correctly. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Cool flow pump testing was performed, and it was found within specifications. The catheter was irrigating correctly. No irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The instructions for use IFU state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the pc board failure cannot be determined. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a ventricular ectopy ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and suffered vascular dissection requiring surgical intervention. Additional information was received on 10/4/2018 indicating that the first symptoms were reported by the patient during the waiting period after ablation. Transseptal puncture under fluoro and transoesophageal echocardiography (toe) guidance was performed with an abbot/st. Jude medical brk transseptal needle and abbot/st. Jude medical sl0. Abbot/st. Jude medical sr0 sheath was used in the procedure. The generator was in power control mode at 35 watts, the power occasionally up to 40-45 watts during the procedure. The catheter irrigation was set likely from 17-30ml/min. The patient received 14,000 units of anticoagulant intravenous (IV) upon access and further as needed to maintain the activated clotting time (act) within 350-450 seconds throughout the case. Only the thermocool smart touch sf bi-directional navigation catheter was used on the left ventricle and the catheter was zeroed in the beginning of the case. No error messages observed on any biosense webster equipment during the procedure. Physician¿s causality opinion is that the the injury was not directly correlated with ablation, but instead due to catheter maneuverability near the main coronary artery like in a retrograde approach. The operator believes it was a result of anatomy and catheter manipulation (B)(4).